Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. A pk technology generator ref. Wb91051w (esg-400 serial # (B)(6) , ver. 11-a) was returned for evaluation. Noted the customer¿s footswitch was not returned with the device. A visual inspection of the appearance found no anomaly on the front screen and all connectors appeared to be normal. However, found the green/yellow ground cable dislodged from the power supply connector. A functionality test was performed as the device was powered on and confirmed that it kept rebooting, prompted ¿error e433¿, and disabled the functionality. Troubleshooting was performed and the problem was isolated to the generator printer circuit board (ver. 14 plus). A review of the generator¿s error log revealed multiple errors ¿e433: tb tvs diodes short circuit¿, and "e457: uhvps out of valid range" on (B)(6) 2019; however, this error e457 was not duplicated during inspection. In addition, the instrument history showed the generator was purchase on (B)(6) 2018. The generator was returned for service on (B)(6) 2019 and (B)(6) 2019, with user request error e433 which was confirmed and generator board version 14 plus had been replaced. Based on the evaluation findings, the reported complaint was confirmed due to a faulty generator board.

Manufacturer narrative:
The unit was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. For safety reasons the instruction manual (procedural hazards and complications section) states: 1) ¿always prepare a spare electrosurgical generator or an alternative procedure to avoid interruption of treatment due to an unexpected electrosurgical generator failure during treatment. 2) should any abnormal output be suspected during operation, immediately terminate the use of the equipment by releasing the footswitch. If the footswitch does not react, switch off the electrosurgical generator. Otherwise, malfunction of the equipment may cause an unintended increase in output.¿

Event description:
The service center was informed that during surgery, an error 433 was observed and the unit continuously restarted. The intended procedure was completed. There was no patient injury.